Manufacturer narrative:
A final report will be submitted once the investigation has been completed.

Event description:
The patient reported split wires and sparking of the power cord. The power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One set of cardiomems patient electronic system accessories was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. A standard power supply was connected to the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was discovered upon investigation that the power supply cable had fray/exposed wires and not the power cord.